Manufacturer narrative:
The insulin pump had no traces of moisture damage at the reservoir tube, electronic assembly and motor assembly during visual inspection. The insulin pump was received with cracked case at the lcd window corners, cracked battery tube threads, scratches on the lcd window.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage on the insulin pump. Customer's blood glucose level went as high as 424 mg/dl. Customer treated their high blood glucose with a bolus delivery. Troubleshooting for moisture damage was performed. Customer advised the insulin pump had a strong smell of insulin and there were cracks on the display screen. Customer advised the insulin pump was exposed to fluid in the past but it was not visible on the display screen. Customer advised there were no alarms on the device, the device smelled like insulin and they were able to pass the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.